Manufacturer narrative:
A bec field service engineer (fse) replaced a defective valve on the fluid distribution manifold that caused the leak. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report observing slow dripping leak from reagent probe a. The customer wore ppe to clean the spill with gauze. No results have been affected by this event. No injury or exposure to fluid was reported